Event description:
This lead was implanted in 1994 (no exact implant date information) and was capped on (B)(6) 2013. The information was received on january 10, 2013, it was noted that the lead has several insulation issues and has abnormal lead impedance measurements. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)